Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. The noise could be reproduced during an office follow-up. The doctor elected to explant the sicd system and replace it with a trans-venous system. There were no additional adverse patient effects.